Manufacturer narrative:
MFR ref. No: (B)(4). The device was received and evaluated by baxter. Evaluation found that the pump was alarming for "door not fully latched." This error was caused by a loose upper link screw. The link screws were replaced.

Event description:
During baxter's evaluation of this spectrum pump, it was discovered to be alarming for "door not fully latched."